Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, generalized illness, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown silicone breast implants which patient reported that bilaterally has a great physical pain, breast pain and emotional misery as a host of other health problems. As a result patient removed both implants without replacement on (B)(6) 2019. This report is for the right side.